Event description:
It was reported that a microcatheter was inserted into the target artery, and two coils were successfully implanted. Subsequently, an attempt was made to place the azur detachable coil concerned. However, while repeatedly pulling and pushing the coil to adjust its position, it was observed under fluoroscopy that the coil had become immobile. When the pusher was retracted, the entire pusher was able to be removed from the patient while leaving the coil in place. Therefore, unintended detachment was suspected. As a guidewire was unable to be inserted into the microcatheter, the microcatheter and the guiding catheter were removed from the patient. It was then discovered that a thin, stretched coil wire was extending outside the patient¿s body and attached to the guiding catheter, so it was determined that the coil had stretched. By carefully pulling on the stretched coil wire, the coil was retrieved and successfully removed from the patient without leaving any residual fragments behind. Subsequently, the procedure was continued as planned and successfully completed without any adverse health effects.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.